Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) was explanted due to perforation. New lead was implanted. No adverse patient effect.